Event description:
A report was received that the patient was experiencing pain at the ipg site. Symptoms of edema, minimal ecchymosis, increased redness and rash were noted. The patient underwent an explant procedure.